Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was seen to be kinked at 172cm from the proximal end. The stent was found protruding from the the hub of the catheter. The catheter was flushed and the stent was removed and found broken, thm,.e distal end of the stent was not returned. The introducer sheath was not returned. Functional testing was unable to perform as stent was returned in a partially deployed in the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be duplicated; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during transfer was confirmed during analysis as the stent was returned within the hub of the catheter. The reported stent deployed prematurely during use was confirmed during analysis as the stent was stuck in the proximal shaft. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event states "delivered the stent slowly and when it went into proximal of microcatheter resistance was encountered. The operator added some force to push and then the stent deployed in hub and some of the stent got stuck at tail of microcatheter proximal shaft. Then the operator used another stent and catheter to finish the procedure." Analysis of the returned device showed the stent was found protruding from the hub of the catheter. The catheter was flushed and the stent was removed and was noted to be broken, the distal end of the stent was not returned. The introducer sheath was not returned. The user had to apply force to push the stent into the microcatheter which caused it to deploy in the hub and proximal catheter shaft. There was no anomaly noted with the concurrent microcatheter hub. It is most probable there was an issue advancing the stent from the introducer sheath into the hub which required a force to push the stent resulting in the damage noted to the returned device. An assignable code of procedural factors will be assigned to the reported event of the stent difficult/unable to advance or pullback through catheter, stent deployed prematurely during transfer, and stent deployed prematurely during use. An assignable code of procedural factors will be assigned to the analyzed damage of the sdw kinked/bent, stent broken/fractured during transfer, and stent deployed prematurely during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
During a neurovascular procedure, the subject stent deployed prematurely hub and some of the subject stent was stuck in the proximal shaft of microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
During a neurovascular procedure, the subject stent deployed prematurely hub and some of the subject stent was stuck in the proximal shaft of microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.